Event description:
The physician lost angluation control of the endoscope and the insertion tube broke apart. The physician could not finish the procedure and withdrew the endoscope. The pt was subsequently checked for trauma and injury through an examination and x-rays. The pt did not sustain any injuries.